Event description:
Information received a smiths medical temperature probes/level 1 foley catheters was clogged. The affected lot numbers were provided. The patient endured discomfort as bacterial contamination occurred ,requiring treatment and longer stay in hospital. Ultrasound scan was performed for catheter reinsertion. Patient information on cover page.